Manufacturer narrative:
Additional information received that there was no patient involvement. Event occurred during testing.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to be missing upper rear label. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; error "1720" was not duplicated during power up process. It was noted however, that the error was in the event history log as follows: 0952> error 1720 (B)(6) 2019 5:07:00 pm. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing, the problem source was determined to be unknown.

Event description:
Information was received that a smiths medical cadd legacy had lec 1870. No adverse effects were reported.